Manufacturer narrative:
(B)(4). The biomedical engineer informed that he will run extended self-test (est) again, and will replace the breath delivery (bd) alarm. He will call back if the ventilator generated additional issues.

Event description:
It was reported that, during tests on the ventilator, the biomedical engineer was unable to hear the breath delivery audio alarm during extended self-test (est). However, during normal ventilator power on, the alarm could be heard. There was no patient involvement.